Event description:
It was reported that the patient underwent a revision surgery right thr (B)(6) 2018. Presents with acute infection of right thr.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was reported that a revision surgery was performed due to acute infection. Multiple unsuccessful requests have been made to obtain relevant supporting medical information to assist with a clinical investigation. Additionally, there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.